Manufacturer narrative:
Pump received with cracked case at display window corners, cracked battery tube threads and stripped battery cap coin slot.

Event description:
Customer reported he was not able to remove his battery cap. The customer's blood glucose was 41 mg/dl. The customer stated he already treated his low blood glucose. The customer was advised to replace his insulin pump. No additional information provided.